Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported partial clip movement on the leaflet appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for the partial clip movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed and the mr was reduced to 2. After the clip was deployed at a3/p3, it appeared that the clip had changed its angle about 15-20 degrees to the anterior side (clockwise) and that the posterior leaflet had loosened from the clip. A slight mobility of the clip in the medial-lateral plane could be seen, without any leaflet damage. The mr returned to 4, mostly at the medial side of the clip. A second clip was implanted lateral for stabilization. A third clip was placed medial to further reduce the mr to 2. It was suspected that the posterior leaflet loosened due to tension from the anterior leaflet. The patient was in stable medical condition at the beginning, during and at the end of the procedure. No additional information was provided.